Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use 2 protege gps stents to treat a lesion with 75% stenosis in the iliac artery. The lesion length was 120mm. The IFU was followed and the device was prepped without issue. Post deployment of the first stent in the non-target lesion, the physician was trying to place the second stent. The physician fixed the hub with the left hand and pulled the hub with the right hand, but the proximal side of the stent did not deploy and could not be released. The physician applied torque and moved it, but it could not be released. It was inserted into the sheath as much as possible and was forcibly pulled. This resulted in deployment of the stent in a non-target lesion. Cineradiography was performed, and no divergence was reported. Patient is reported to have developed intermittent claudication however, no additional treatment was required.

Manufacturer narrative:
Additional information: the first stent used in this procedure was placed in the target lesion. Physician experienced difficulty when attempting to deploy this stent. It became caught at the distal side of the first stent that had been placed. However, it was successfully deployed on the proximal side of the first stent, overlapping the proximal end of that stent. There was no stent place in the proximal side of the target lesion. Evaluation summary: the protégé gps stent delivery system, (sds), was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The protégé gps sds was received with the deployment paddles in contact with each other, fluid within the stop cock tube, and the outer sheath pulled back exposing the inner distal assembly proximal of the stent retainer. The distal tip radiopaque marker band was present on the proximal end of the distal tip. The outer sheath distal marker band was present. A ribbon of liner material was protruding from the distal end of the outer sheath. One of the teeth on the stent retainer appeared to have a slight twist that made it stand proud of the inner guidewire lumen. The inner distal assembly was cut from the sds to allow further examination of the outer sheath. The inner assembly/guidewire lumen /hypotube were removed from the sds. The outer sheath was cut proximal of the stent length and skived opened to allow examination of the outer sheath liner. The liner was properly adhered to the outer sheath. The ribbon of the outer sheath liner has a directionality of proximal to distal. The directionality of the ribbon of liner indicates that it was skived during stent deployment. If information is provided in the future, a supplemental report will be issued.